Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a change in therapy effect. The patient was admitted at the time of report. It was noted that the patient was hospitalized for abdominal pain that was not associated with the pump. It was noted that the abdominal pain had been occurring for about one day. The patient had woken up suddenly with new pain, nausea and vomiting. On the morning of (B)(6) 2014, the pain was ¿out of control.¿ the healthcare provider (hcp) believed the pump was ¿possibly not working¿ and wanted a manufacture representative to confirm the patient¿s pump status. There had been no audible pump alarms and no patient falls or accidents that were known of. The pump was refilled with dilaudid the week prior to report. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).